Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a distributor regarding a patient with an implantable neurostimulator (ins). It was reported that during the initial implant procedure the resistance of the lead was abnormal and could not be used normally. The lead was replaced. The cause of the issue was unknown. The patient was in good condition with normal treatment.